Event description:
Or field light was being repositioned intraoperatively by dr. When light housing made contact with IV pole, grease cap fell off light onto sterile field. There appears to be a design problem: #1 grease cap springs appear to only hold cap on by tension. Possibly there should be a groove in the housing for the spring to sit in. #2 safety cable attachment screw eye broke near hole. Screw eye appears to be too large for screw. No harm to pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.